Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , (B)(4). H3: analysis of the controller serial# (B)(6) .found the lithium ion battery contacts were broken/damaged and the lcd was blank /white/pixel multicolor/no display. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the pt got the message software problem 1.intellis 2.3.6 3.243 4.qf_port when trying to change the time on the controller today. The implantable neurostimulator (ins) was at 50% two or 3 hours ago. During the call, the pt reset their controller and the screen was blank. The pt removed the controller battery and plugged the controller into the ac power supply, the pt verified the controller did not turn on. The pt verified the green light on the ac power was on. Pt put two aa batteries in the controller and the controller was still blank and unresponsive. The issue was not resolved. A replacement controller was sent out. No symptoms were reported. The patient called back and stated they received a replacement controller and used it one time to charge the implant yesterday. Patient stated it took a long time to start charging because it kept saying to reposition the antenna and try again. Patient said after they finally got it going, 45 minutes lat ER another software problem came up. Patient said today the controller is completely blank and unresponsive. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Patient inserted the battery pack but the controller continued to show the ac plug icon and no recharging indicators. Patient confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Agent had patient try resetting the battery pack, but the controller still did not show a percentage or any charging indicators. Agent had patient disconnect the ac power supply and the controller screen stayed on and showed "battery empty, recharge the controller soon." Agent consulted with repair; repair recommended replacing the ac power supply as one of the connection pins may not be sending the signals to begin charging the controller. A replacement ac power supply was sent out.